Event description:
It was reported that the customer kept receiving no delivery alarms even though they have a full reservoir. Customer stated that it happened during basal. Customer cleared the alarm. Customer's blood glucose level was 140 mg/dl. Customer had a lot of low sensor glucose readings. Customer had a fall where they were unconscious for an extended period of time. Customer had a broken ankle and got their leg caught on the table. Customer has not had low blood glucose levels since they went to their health care provider. Customer has a low of 38 and 40 mg/dl. Customer drank orange juice to get it back up. Customer's health care provider has already made adjustments. Customer also had a hard time with insertion. Customer had a needle stuck in the serter. Customer did manual insertion and was told about off-label use. The sensor was dislodged/pulled out of the skin as the serter/hub assembly were removed. Customer was advised to return the sensor and the serter. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.